Event description:
There was an allegation of numerous questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. Of the data provided, a representative example was an initial potassium result of 7.27 meq/l and a repeat result of 5.36 meq/l. For a separate patient, the initial sodium result was 170 meq/l and the repeat result was 145.4 meq/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) inspected and made repairs and adjustments on both ion-selective electrode (ise) modules. He checked the pre-analytics and changed the dilution bath assembly. He also changed the vacuum nozzle, ise degasser and ise service kits. He then adjusted the gear pump, sipper and vacuum nozzles. He also checked the vacuum pump and adjusted the alignments of the sample probe. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.